Manufacturer narrative:
Visual inspection under 30x magnification indicates j stiffener wire has fractured approx. 9mm proximal of the weld site with no portion of the j stiffener wire received.

Event description:
Device analysis is provided.